Event description:
The customer reported the 4k camera head is unable to display an e224 error. The customer restarted the device; however, the issue persisted. The event occurred during preparation for use and there was no patient involvement, no harm or user injury were reported.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable. In addition, faded label on the rear cover was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e224 (scope communication error) was due to a cable failure. Olympus will continue to monitor field performance for this device.